Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an electrosurgical procedure the implantable cardioverter defibrillator (ICD) delivered therapy due to oversensing triggered by electromagnetic interference (emi)/noise. It was confirmed via a remote transmission that this occurred during the surgical procedure and the noise may have been caused by electrocautery use. The ICD remains in use. No further patient complications have been reported as a result of this event.